Event description:
It was reported that suture placement was successful using the prostar xl device with a 10f sheath in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, during the tavi procedure the physician was supported by a proctor. The arteriotomy was a 10f with no calcification noted at the access site. During the tavi procedure the sheath was upsized to a 20f. After the tavi procedure the knot management was done with support from the proctor. The green knot was pulled too tight and the physician had to use the knot pusher. This resulted in the vessel compressing too strongly and the knot could not be advanced properly. The guide wire was removed, although arteriotomy closure was not completed. During manipulation with the knot pusher the physician had both separated sutures in his hand and a radiologist was called and a non-abbott covered stent was placed using the crossover technique. In addition a compression bandage was applied to complete hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: terumo (stiff); sheath: 10f, 20f, destination 7f; guide catheter: mp 6f, pigtail 6f; heparin. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.